Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a crack in an extension tubing at the winged connector during patient use. There was leakage but no patient harm.

Manufacturer narrative:
The customer¿s report that an extension set cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack on the knit line with the gate opposite the crack. Inspection under magnification revealed no stress marks. Functional testing resulted in a leak through the crack. The cause of the leak was identified as a crack. The cause of the crack is unknown.